Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia on (B)(6) 2023. The patient was later transferred to the ICU on the same day. The patient's blood glucose levels reached 356 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, chest pains, and excessive sweating. The patient reported they have a history of heart ablation, atrial fibrillation, and leukocytosis. The patient was treated with IV fluid and IV insulin. The patient reported they were no longer using the pod and have switched to prescription-based insulin of levemir 20 units every 24 hours and humalog per sliding scale. The patient was also prescribed diflucan 150mg tab one day by mouth and another 150mg tab 3 days later by mouth. The patient was released on (B)(6) 2023. The pod fell off the patient in the shower before the patient went to the hospital. The patient did not replace the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.